Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A photo was attached to the complaint record. In the photo a section of the device and device packaging can be seen.

Event description:
It was reported that the balloon was fractured. The 80% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, when the cutting balloon was delivered into the guiding catheter, it was fractured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified lad. The shaft got fractured and the event occurred outside of the patient.

Event description:
It was reported that the balloon was fractured. The 80% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, when the cutting balloon was delivered into the guiding catheter, it was fractured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified lad. The shaft got fractured and the event occurred outside of the patient.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon was fractured. The 80% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, when the cutting balloon was delivered into the guiding catheter, it was fractured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure.